Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the hospital that the pt was admitted for driveline infection and while at the hospital, yellow wrench alarms were noted. The hospital also reported that the pump failed and as a result the pt was placed on pneumatic support using an ip console and stroke volume limiter (svl) and subsequently the hospital made a decision to replace the lvad with another lvad.

Manufacturer narrative:
The device was successfully exchanged with another lvad and the pt remains ongoing without any further issues. The explanted device was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.